Event description:
It was reported that the lead snagged into the inferior vena cava (ivc) and when the physician removed the lead, a broken tip was found. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found that the distal conductor was distorted. Visual analysis did not observe a broken tip but the distal coil in the tr spacer was distorted and that the lead was damaged at implant.